Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 4315 ¿ a visual inspection of the catheter revealed a kink in the polyimide near the leading olive. Engineering is unable to determine when the kink in the polyimide occurred.

Manufacturer narrative:
Updated h1 / h2 type of reportable event from "serious injury" to "malfunction" as no injury occurred.

Manufacturer narrative:
B1: changed from "serious injury" to "malfunction".

Event description:
On (B)(6) 2021, this patient underwent an endovascular repair for an abdominal aortic aneurysm treated with a gore® excluder® aaa endoprostheses. It was reported that the trunk-ipsilateral leg endoprosthesis was deployed successfully, but the catheter would not come off the lunderquist wire. The physician had to remove catheter and wire together. The remainder of the case was successful and no injury to patient. The patient tolerated the procedure.